Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site performed approximately 18 registrations, all of which either failed or had strange behavior. It was noted that one registration passed, however navigating the right side of the patient showed them as navigating the left side of the patient in the software. The medtronic representative (rep) on site tried the tracer registration method, touch registration method, and a combination of tracer and touch registrations. However, the surgeon did not feel comfortable with any of the registrations. The site elected to load the same scan to another medtronic navigation system on site and were able to complete the procedure with no issues. It was also noted that the patient had very thick braids with beads which could have interfered with the initialization portion of the tracer registration. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Device evaluation: the patient archives were received and reviewed by software engineering. The provided archive showed a history of seven registrations, all with an error metric ranging from 3.0mm to 6.1mm. The quality of the computed skin model on the registration exam was not ideal; none of the tracer patterns appeared to cover the salient registration features of the face (e.g. Nose, lower forehead). It appeared that the various patterns were matched to very different locations on the skin model. This was most likely because the patterns did not contain features that are distinct enough to match the patient anatomy. Point landmarks could have been used to constrain the registration. The logs were also provided but offered no further information for the case. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the software investigation was completed but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.